Event description:
It was reported via repair work order that the patient fell from the bed and adverse consequences were reported. The service technician evaluated the unit and found no device malfunction. No clinically relevant delay in treatment was reported.